Manufacturer narrative:
On 16 june 2017 the medical affairs performed a clinical evaluation and commented as follows: femoral revision in cementless tha 2 years after primary. According to report, the stem has subsided, but the postoperative radiographs were not supplied so the determination of subsidence cannot be done during clinical investigation. The stem appears to have little proximal stabilization and to be distally fixed. This may be the cause of pain. There is no reason to suspect a faulty device. Batch review performed on 20 june 2017. Lot 150845: (B)(4) items manufactured and released on 29 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon determined the stem had subsided. The surgeon does not know what caused the stem to subside. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available, explants are not available.